Event description:
A non-clinical hospital employee was moving the device which was attached at the foot of a patient bed (air mattress in use) when the employee received an electric shock from the device. The employee was treated in the emergency department and released home the same day.